Manufacturer narrative:
Carefusion file identification: (B)(4). \a return materials authorizations has been provided to the customer but the suspect main printed circuit board (pcb) hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (transducer fault alarm and circuit disconnect alarm) while being tested on test lung. There was no patient involvement associated with the reported event. The customer cleaned the flow sensor and crosschecked all internal connections before performing a calibration on the exhaled differential pressure transducer, but it failed. The reported issue was resolved by replacing the main printed circuit board (pcb) with kit.